Event description:
While attempting and advance an se stent across the lesion, stent would not cross. While retrieving it back to the sheath, distal 1 cm could not be repositioned and detached part was eventually retrieved by a snare via the iliac artery.